Event description:
It was reported that during a ptca procedure, after dilatation and during removal of the balloon catheter, the shaft separated. It was reported that no significant resistance was felt, but the catheter separated into two pieces. The proximal piece came out and it appeared that the mandrel had separated and was sticking out. The distal end of the catheter was safely removed with the guide wire and guiding catheter. Reportedly, there was no pt injury.